Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that there was scratch on an intraocular lens (iol). Timing and patient impact are unknown. Additional information was requested.